Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for pump replacement, confirmed shipping details, and instructed customer on device storage and return procedures. Customer switched to multiple daily injections as backup therapy.